Manufacturer narrative:
Physio-control received additional patient information from the customer. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that their device failed to deliver shock six times. The customer indicated the device use did not cause or contribute to a serious injury or death.

Manufacturer narrative:
Physio-control evaluated the customers device and duplicated and verified the reported issue. Physio replaced the device's therapy pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed to deliver shock six times. The customer indicated the device use did not cause or contribute to a serious injury or death.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to deliver shock six times. The customer indicated a delay of care and unanticipated medical intervention occurred, however no further details have been provided.